Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H3 "other"; h6 codes b20, c20, d16: the device remains implanted in the patient, therefore, a device evaluation could not be performed. An imaging evaluation is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a female patient got a gore® acuseal vascular graft (graft) as a thigh loop arteriovenous graft (avg) for dialysis implanted. On (B)(6) 2025, the patient initially reported high venous pressures. On (B)(6) 2025, the patient attended the dialysis access unit for a point of care ultrasound scan (pocuss), where a delamination of the graft was showing appearances of a dissection, which was stenosing at a 12cm segment, extending from the venous needle and stopping just above the venous anastomosis. The duplex ultrasound scan (uss) done on (B)(6) 2025, did not show this image. Reportedly, the 12cm segment was never cannulated and there has been no trauma to the thigh. The hospital has managed to cannulate, and dialyze, on a reduced blood pump speed well away from this area, however the venous pressure was high. A stent insertion was arranged as treatment. The entire graft and distal anastomosis were treated with a 6mm prolonged plain old balloon angioplasty (poba). Uss showed a residual significant delamination stenosis at the needling site, approximately 3cm, however distal to this the delamination was mostly tacked back onto the wall, with an improved lumen of approximately 70%. The decision was met to place a short bare metal stent (bms) across the needling site. A 7x40 everflex (medtronic) stent was implanted and post dilated with a high pressure 6mm balloon. Uss showed improved appearances. The patient was scheduled for a follow up duplex in the next couple of weeks. The patient was currently dialyzing well.

Manufacturer narrative:
A field action for the acuseal vascular graft has been released in response to reports of an increased rate of delamination. This field action will consist solely of an urgent field safety notice (fsn); no product will be removed from the field. Reason for the fsca: in (B)(6) 2025, a UK physician reported that his group observed a 22% delamination rate (12/55 cases) over the period of 2022¿2024, which was higher than their historical rate of approximately 5%. For comparison, gore¿s complaint data indicate a global delamination rate of ~0.2%, while published literature reports rates ranging from ~1% to 10%. While delamination is a known failure mode, the reported rate and the suggestion that something had changed prompted gore to initiate a thorough investigation. The investigation included a review of process, materials, and equipment records for all affected lots, confirming that all requirements related to delamination risk were met. No design or manufacturing deficiencies related to delamination were identified. A risk-benefit analysis was also completed, reaffirming that the benefits of the device continue to outweigh its risks, with no new harms identified. However, the review determined that updates to the instructions for use (IFU) are warranted. Specifically, the IFU will be revised to: include additional use errors that may contribute to delamination, and add delamination to the device-related adverse events section. The fsn will be used to communicate these IFU changes and highlight the factors that may contribute to delamination.

Manufacturer narrative:
H3 "other"; h6 codes b20, c19, d15: the device remains implanted and was, therefore, not available for analysis. A clinical image of the point of care ultrasound scan (pocuss) from march 28, 2025 was returned for evaluation. The imaging evaluation could not confirm the delamination with the provided image. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following information was reported to gore: on (B)(6) 2024, a female patient got a gore® acuseal vascular graft (graft) as a thigh loop arteriovenous graft (avg) for dialysis implanted. On (B)(6) 2025, the patient initially reported high venous pressures. On (B)(6) 2025, the patient attended the dialysis access unit for a point of care ultrasound scan (pocuss), where a delamination of the graft was showing appearances of a dissection, which was stenosing at a 12cm segment, extending from the venous needle and stopping just above the venous anastomosis. The duplex ultrasound scan (uss) done on (B)(6) 2025, did not show this image. Reportedly, the 12cm segment was never cannulated and there has been no trauma to the thigh. The hospital has managed to cannulate, and dialyze, on a reduced blood pump speed well away from this area, however the venous pressure was high. A stent insertion was arranged as treatment. On (B)(6) 2025, the entire graft and distal anastomosis were treated with a 6mm prolonged plain old balloon angioplasty (poba). Uss showed a residual significant delamination stenosis at the needling site, approximately 3cm, however distal to this the delamination was mostly tacked back onto the wall, with an improved lumen of approximately 70%. The decision was met to place a short bare metal stent (bms) across the needling site. A 7x40 everflex (medtronic) stent was implanted and post dilated with a high pressure 6mm balloon. Uss showed improved appearances. The patient was scheduled for a follow up duplex in the next couple of weeks. The patient was currently dialyzing well. On (B)(6) 2025, the graft had occluded again and was not salvaged and was left in situ. The hospital reported, that the patient is currently dialyzing via a line for the foreseeable future.